Manufacturer narrative:
The product associated with this reported event was not returned for examination. Product information required to review the device history records and search the complaint database was not provided. The investigation could not draw any conclusions about the reported device association without the product to examine and insufficient product information. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient revised for pain, found patella poly fractured and patella metal base loose at cement/implant mantle. Unknown mfg of cement.